Event description:
Surgeon had a corneal burn during sculpt and additional surgical intervention was required (surgeon reported he stitched the patient).

Manufacturer narrative:
(B)(4). Actual device not evaluated; no results available since no evaluation performed; - operational context caused or contributed to event; use error caused or contributed to event. Surgeon mentioned to abbott medical optics (amo) sales representative that he immediately felt the heat (from the handpiece in his hand) and removed the phaco tip from the patient's eye. Amo sales rep discussed that possible cause for the event was that the irrigation was cut off due to the silicone sleeve position. He instructed the surgeon to move the sleeve down on the phaco tip. Surgeon also mentioned he was using dispersive viscoelastic. The final outcome of the case was good as per surgeon's report. Patient received a sulcus lens and corneal burn was stitched by him, with no prolapse of the iris. Surgeon also reported the incision sealed completely. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.